Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer passed away. The caller state that they found the customer dead, called the paramedics and they declared her dead at the hospital. The cause of death is currently unknown. The caller stated that the customer had kidney failure, high blood pressure and asthma. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump. The caller did not have the insulin pump at the time of the phone call, therefore, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.